Event description:
The customer reported to olympus that the bronchofibervideoscope had a water leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction occurred: the distal end had foreign objects, there was residual liquid or foreign objects from the channel tube, the suction cylinder, and due to damage on the charge-coupled device unit, the image was not displayed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed. In addition to the malfunction documented in b5, the additional non-reportable findings were as follows: due to a pinhole on channel tube which caused water tightness to be lost, due to wear of angle wire, bending angle in up direction did not meet the standard value, the adhesive on the bending section cover has a chip, due to damage on cover of ultrasonic cable, the insulation resistance between evis and ultrasound connector did not reach the standard, due to corrosion, the switch1 did not work; the control unit, the scope connector, the ultrasonic connector, the universal cord, all had corrosion due to water leakage, and the distal end had a scratch, and the scope ID was not displayed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since leak failure occurred due to channel pinhole, it is likely that reprocessing could not be completed, and residual fluid and foreign material came out from forceps mouth. The foreign material was confirmed but could not be identified. The root cause of the foreign material remaining in the subject device and the no image could not be determined. The device was cleaned, disinfected and sterilized prior to sending the device for repair. These are the following descriptions of the contents in the instruction manual at the time of shipment of the product: chapter 4 "reprocessing workflow for endoscopes and accessories". Chapter 5 "reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.